Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported critical pump error (open book image). The customer's blood glucose at the time of the event was 176 mg/dl. Prior to the event, the customer was doing a self test when the pump alarmed. The customer was advised that the pump would need to be replaced. The customer was advised to discontinue use of the pump and was advised to refer to their back up plan. The pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage on electronic board stack. Unable to perform displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump errors. Corroded force sensor assembly and moisture damage on motor assembly.